Manufacturer narrative:
(B)(4).

Event description:
The pt had always experienced some pain. In (B)(6) 2010, the actual residual pump volume (7ml) was greater than the expected volume (3.5 ml); nothing was done because it was within spec. There were no pump alarms. A therapeutic bolus was given and the pt responded. The medication being delivered via the pt's device system was unk; however, the pt was on multiple drugs at a high dose/concentration. The pt had a catheter revision on (B)(6) 2010 to place the tip of the catheter higher in the spine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.